Event description:
Draeger medical systems, inc. Has received information from te field indicating that one of our gamma patient monitors had emitted smoke due to a possible short circuit of the installed lithium battery. We have requested the cited monitor and battery to be returned to our factory for evaluation. No patient injury was reported.